Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the patient suffered an air embolism. In addition, air flowed back into the side port issue. The valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - small was defective and air entered the left atrium, the aorta and the right coronary artery. Air bubbles formed and dissolved after about 15 minutes. Nothing happened. Surgery was delayed due to the reported event for 5 minutes. The procedure was successfully completed. Additional information was received. The pump did not need service; the problem no longer occurred. Air was not introduced into the patient. The physician did not perform any maneuver to eliminate bubbles, the bubbles dissolved themselves. No medical intervention required. The patient did not exhibit any neurological symptoms since the procedure was completed. Physician¿s opinion on the cause of this adverse event was bwi product malfunction. The outcome of the adverse event was fully recovered (no residual effects). Patient did not require extended hospitalization because of the adverse event. Since the air embolism event was life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it was to be considered serious and MDR-reportable. In addition, the event was assessed as MDR reportable for an air flowed back into the side port malfunction.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 24-feb-2023, the hemostatic valve was found damaged inside the hub component. The returned condition was assessed as MDR reportable for a hemostatic valve separation issue. The awareness date for this reportable lab finding was 24-feb-2023. The device evaluation was completed on 24-feb-2023. It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the patient suffered an air embolism. In addition, air flowed back into the side port issue. The valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - small was defective and air entered the left atrium, the aorta and the right coronary artery. Air bubbles formed and dissolved after about 15 minutes. Nothing happened. Surgery was delayed due to the reported event for 5 minutes. The procedure was successfully completed. Additional information was received. The pump did not need service; the problem no longer occurred. Air was not introduced into the patient. The physician did not perform any maneuver to eliminate bubbles, the bubbles dissolved themselves. No medical intervention required. The patient did not exhibit any neurological symptoms since the procedure was completed. Physician¿s opinion on the cause of this adverse event was bwi product malfunction. The outcome of the adverse event was fully recovered (no residual effects). Patient did not require extended hospitalization because of the adverse event. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed the hemostatic valve was found damaged inside the hub component. Per the event, several tests were performed. The magnetic and electrical features were tested and no issues were observed. In addition, the product was deflecting correctly; but it was unable to irrigate properly. Device history record evaluation was performed for the finished device, and no internal actions related to the reported complaint condition were identified. The hemostatic valve issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).